Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exact date of death was unknown. Concomitant medical products: product ID neu_unknown_lead, lot# vaof24j, product type: lead. (B)(4).

Event description:
It was reported a CT scan showed the patient had blood products surrounding the left lead in the cortex and left basal ganglia. The patient had mild pneumocephalus that overlaid the left frontal lobe. It was also noted the patient was unresponsive to commands, lethargic, and not opening their eyes. The patient sustained intracerebral hemorrhage during a lead implant. The patient was admitted and overall health deteriorated. The immediate cause of death was noted as cardiopulmonary arrest. The event was related to the implant procedure and not related to the device or therapy. The event was noted as serious and resulted in in-patient hospitalization, was a life threatening event and resulted in patient death. Refer to manufacturer report # 3007566237-2014-01688 the patient had multiple leads and it was unclear which lead was related to the event.

Manufacturer narrative:
Date of death was reported as (B)(6) 2014.

Event description:
Additional information received reported that intervention included other surgical treatment specifically intubation on 2014 (B)(6). There was a CT scan without contrast which showed high left frontal lobe white matter and left basal ganglia hemorrhages on 2014 (B)(6). There was an electro cardiogram which showed absent posterior dominant rhythm. A CT without contrast showed hematoma deep left hemisphere on 2014 (B)(6). X-ray results showed right lower lobe (rll) pneumonia.

Event description:
Additional information received reported that the event date was (B)(6) 2014. It was noted on (B)(6) 2014, a CT scan without contrast showed no interval increase in the size of two foci of intraparenchymal hemorrhage. It was noted that no new hemorrhages were identified. Additional information received reported that the outcome was ongoing with no further action was needed. It was noted that a CT revealed blood products surround left deep brain lead in the cortex and left basal ganglia. Additional information received reported that the date of death was confirmed as (B)(6) 2014. It was noted that the procedure did not cause the actual death.